Event description:
It was reported that the patient underwent an open transforaminal lumbar interbody fusion at l3-l5. It was reported that during final tightening of the 3rd set screw the tip of the driver broke off in the set screw. The tip could not be retrieved from the patient. No additional patient complications were reported

Manufacturer narrative:
(B)(6). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Films were supplied for review which found: lateral view of tlif shows metal fragment consistent with driver fragment.